Manufacturer narrative:
A1- a4: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: incidental findings: damaged battery door screw receptacle. The reported event of a damaged battery connector cable was confirmed via evaluation. The heartmate power module (s/n: (B)(6)) was inspected at the service depot. Visual inspection of the power module confirmed the reported event; the battery clip connector wires were sheared. The streamline battery cable was replaced. Of note, the battery clip connector was the old version of the connector. The power module underwent functional check and all applicable tests passed. The unit was returned to the customer site ready for use. Per the provided information, the damaged battery cable caused backup battery not installed alarms. A root cause for the reported event was unable to be conclusively determined through this analysis. The heartmate power module instructions for use (IFU), rev. B, instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU, rev. B, section 11.0 ¿routine maintenance¿ instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. The heartmate power module IFU, rev. B, section 5.0 ¿power module (pm) alarm conditions¿ instructs users on how to handle all alarms that occur on the power module. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
[It is unknown which device the patient was implanted with at the time of the event / there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a battery connector cable on a heartmate power module was broken. The unit was returned for repairs.